Event description:
It was reported the right ventricular (rv) lead exhibited impedances that were fluctuating between 90-120 ohms. The rv lead was checked twice during the implant procedure with a tug test to assure it was completely in the port. Possible dry pocket was suspected. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 694965 implantable pacing lead, implanted: (B)(6) 2005; product ID 7232cx implantable cardioverter defibrillator, implanted:(B)(6) 2005. (B)(4).